Event description:
It was reported that unit needed repaired for an unknown reason. The event occurred at an unknown time on (B)(6) 2023. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. At investigation it was found that the comb was bent.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. E1 phone: (B)(6). G2 foreign: scotland. Review of the most recent repair record determined the device failed the mesh test, the comb and bottom roll were damaged, the unit was out of calibration and the gear was worn. The comb, bottom roll, and gear were replaced and the unit was recalibrated and resolved the reported issue. The root cause of the reported issue is attributed to design issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.